Event description:
It was reported that during an implantable neurostimulator (ins) replacement surgery the physician had issues inserting the extension into the header block. The physician made multiple attempts to insert the extension with out of range impedances. The impedances were greater than 40,000 ohms on any combination using electrode 3 or 10. There was also an impedance of 127 ohms on the electrode combination of 1 and 2. The cause of the out of range impedances values was not determined. A new ins was used because of these issues. Refer to manufacturing report #3004209178-2013-20846 as the patient had issues prior to replacement.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly.

Manufacturer narrative:
Concomitant products: product ID 37085-60, serial # (B)(4), product type extension; product ID 3387s-40, lot # v754185, product type lead; product ID 37085-60, serial # (B)(4), product type extension; product ID 3387s-40, lot # v763711, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.